Event description:
A consumer reported via the manufacturer's representative (rep) that during an office visit on (B)(6), it felt like stimulation was turning on and off every 30 seconds; this sensation was not related to positional movement. It was noted the consumer had been on cycling with her previous device and they felt like their stimulation was cycling. The rep. Made sure the patient's stimulation wasn't on cycling with the clinician programmer by checking and unchecking the cycling box. The stimulation turning on and off sensation only lasted for five minutes, and the consumer hadn't been experiencing it since the cycling box was checked and then unchecked. The cause of the consumer feeling like stimulation was turning on and off remains unknown. The rep. Also adjusted the rate with the consumer before the consumer had the stimulation turn on and off sensation. An impedance check was also performed with group impedance results of 482 and 586 and electrode impedances were in range with the highest being 831 and the lowest 715.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.